Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line on one unit of prismaflex m150 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed leakage from the access line. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.